Event description:
Hcp reports that had left and right dbs systems. The entire dbs system on the left was removed in 2002 due to infection. At the tome of removal, cultures were done of the left and right, neck (lead track) and chest (device pocket) wounds. The cultures produced staph aureus growth on the left neck and chest wounds. The cultures produced staph aureus frowth on the left neck and chest wounds. The right dbs system did not appear to be infected as evidenced by the light to moderate normal flora on the right neck and chest wounds. The pt was treated with device explantation and antibiotics. The pt recovred without sequela. The device was explanted but not returned to the manufactuere for analysis.